Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the snubbers and calibrated the high voltage regulator board. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would intermittently shut down. No patient injury was reported.